Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Patient is bilateral and it is unknown which side the patient is alleging pain; therefore the following sections could not be completed due to the part/lot information could be: brand name - e1 vngd crl tib brg 79/83x12. Category number - ep-183562. Lot number - 973230. Expiration date - aug 31, 2017. Manufacture date ¿ aug 29, 2012. Or the part/lot information could be: brand name - e1 vngd crl tib brg 79/83x10. Category number - ep-183560. Lot number - 398800. Expiration date - jun 30, 2015. Manufacture date ¿ jun 4, 2010. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent bilateral knee arthroplasty on (B)(6) 2013. Subsequently, patient alleged pain. No revision procedure has occurred. No further information has been provided. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.